Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging meter reverting to setup mode. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (06/11/2013)-device evaluation: the subject meter was returned on (B)(4) 2013 and analyzed on (B)(4) 2013 by the product analysis department. The analysis of the subject meter displayed error 1 message when powered on. The meter data was found to be corrupted. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.